Event description:
It was reported that the 9800 system c-arm displays a low ma error. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Performed a filament calibration and replaced the power cord. The system was tested and found to be working as intended and placed back into svc.